Manufacturer narrative:
The device was received not deployed. The data showed that the device completed first and second priming sequences and was deactivated at the end of second prime. The rotational sensor data showed that during the first priming sequence, the second confirmed open occurred earlier than expected, which resulted in first priming ending earlier than expected. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allow the needle mechanism to deploy. Upon opening the pod, it was confirmed that the position of the ratchet gear was multiple pulses behind where it should be at the end of second prime. The rotational sensor abnormalities were replicated during pod rerun. Inspection of the drive mechanism components found the commutator cap to be contaminated. The contamination on the commutator cap was confirmed to be the cause of the rotational sensor abnormalities and reported failure of the needle to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.